Event description:
It was reported that the practitioner received information from the media that the patient was deceased. The patient died approximately 10 months post implant of the implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead. Cause of death was unknown. The patient was enrolled in the (B)(6) study. No additional information is available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: boston scientific lead implanted: 2001-(B)(6). (B)(4).